Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the devices display was distorted and no clinical info could be seen. Complainant alleged that during subsequent testing the malfunction was not duplicated. Complainant indicated that there was no pt involvement in the reported malfunction.